Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
The procedure was to treat a de novo lesion located in the mid left circumflex coronary artery that was heavily calcified, mildly tortuous and 90% stenosed. After advancing to the lesion, the nc traveler balloon ruptured at 8 atmospheres. A same size non-abbott balloon was used to continue the procedure. A xience sierra stent was then successfully implanted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.